Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 125 mg/dl at the time of the incident. Customer reports the load reservoir process did not complete without insulin exiting the tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. A water filled reservoir was used during testing. Insulin pump primed properly, the motor stopped when contact was made with the reservoir, and no unexpected liquid exited the tubing after the priming sequence completed. No prime/fill anomaly noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.